Event description:
It was reported in a literature publication that 47 patients underwent an instrumented tlif procedure using pldla implants, allograft bone, dbm and bmp; all performed by a single surgeon. Post-operatively, 7 patients underwent decompression for foraminal stenosis resulting from bone overgrowth which encased the exiting nerve root at the operative level(s).

Manufacturer narrative:
Dates of implant: (B)(6) 2001 - (B)(6) 2003. Literature citation: coe et al. Recurrent stenosis following transforaminal interbody fusion (tlif) using bioresorbable cages and bone morphogenic protein. Lumbar spine research society paper abstracts. 2012, (paper #7). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.